Event description:
It was reported that the pt was taken to the heart cath lab urgently for infarction angina. The guide wire perforated the left anterior descending artery in the mid portion, with extravasation of dye outside the artery. This was treated with a reversing anticoagulation regiment of prolonged balloon inflations above the point of perforation. An intra aortic balloon pump was placed for 48 hours due to cardiogenic shock and the pt was transferred to ccu. The pt was not considered a surgical candidate, and was treated medically and discharged to rehabilitation.